Event description:
A home patient contacted baxter's technical services center regarding a system error 2240 messages that appeared on the display of the home patient's homechoice machine during fill 1 of their automated peritoneal dialysis theraphy. Per initial report, the home patient replaced a supply bag during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.